Event description:
The pt received two leads (from the same lot) in the thoracic region as part of his scs system. It was reported the posterior lead was at risk for eroding through the skin. It was reported the lead appeared to be moving on a daily basis. It was reported the pt is a paraplegic and uses a trapeze for transferring and repositioning. The pt also stated the anterior lead stimulation had moved. Follow-up identified the pt's leads were repositioned on (B)(6) 2012. The pt reported effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.